Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation, however photo was provided for review. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2022).

Event description:
It was reported that during an CT guided biopsy procedure, the coaxial needle allegedly broken inside the patient. It was further reported that a fragrant of coaxial needle about 2.5 mm left on inside the patient on anterior mediastinal fat, perpendicular to the aortic arch and close to the posterior cortex of the sternum. Reportedly additional intervention is required to remove the fragment. Patient status was unknown.

Event description:
It was reported that during an CT guided biopsy procedure, the coaxial needle allegedly broken inside the patient. It was further reported that a fragrant of coaxial needle about 2.5 mm left on inside the patient on anterior mediastinal fat, perpendicular to the aortic arch and close to the posterior cortex of the sternum. Reportedly additional intervention is required to remove the fragment. Patient status was unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. Provided photo shows the broken needle part in a container. Therefore, based on the photo review, the reported broken needle can be confirmed. A definitive root cause for the alleged coaxial needle broken could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 08/2022 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.